Manufacturer narrative:
Additional information from the distributor indicates the patient was using two pumps, and they are unsure which pump was involved in the incident. Please see MFR # 3012307300-2018-02982 for other pump potentially involved.

Event description:
Distributor reported that an ambulatory infusion pump infused drug 10 hours too early. This resulted in the cancer patient feeling nauseous and required hydration treatment at the clinic. No other patient details were provided.

Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in fair physical condition; the keyboard was functional but the top rear label was damaged and the battery door was missing. The customer's concern regarding "drug infused 10 hours too early" was unable to be confirmed. Investigation of pump sn: ((B)(4)) found that the pump performs as programed, no errors occurred during testing of the pump. The pump passes sensor verification and delivery accuracy testing within manufacturing specification. Review of the event log find the most recent complete infusion occurred (B)(6) 2018 9:39 am through (B)(6) 2018 7:33 am. The infusion duration period was (21h: 54 min) 555.80 ml of medication at 25.4ml/hr. One high pressure alarm occurred and was completed on (B)(6) 2018 11:30 am (within one minute). The infusion was stopped with 2.2ml remaining. Medication volume and programing parameters for the stated issue were not provided. The DHR was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results, no corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.